Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet, the broken portion was not returned for examination. One of the two inserter tines that interface with the anchor has broken off and the other is bent. The suture has been cut where it connects with the anchor eyelet. The condition of the device indicates it was subjected to excessive force and off axis insertion.

Event description:
It was reported that during the surgery, the anchor was found broken and it cannot be used. No patient injuries or delay were reported. Back-up device was available to complete the surgery. As per reporter the anchor got broken inside the patient's anatomy. All the broken pieces were removed with tweezers.